Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(broken).

Manufacturer narrative:
We checked the returned unit and confirmed that the cfb image failure. Sed on the result, we concluded that it was caused due to the excessive force applied on the cfb. In addition, we confirmed that the bending rubber leakage; however, it is not related to the alleged complaint. Based on the technical report, it was evaluated to submit MDR.